Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to run extended self-test (est) and run the ventilator on test lung. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphic user interface (gui) display became blank. The patient was removed from the unit and placed on another ventilator. There was no reported patient injury.